Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (b)6) 2011, the pt contacted animas alleging that the pump felt warm to touch. The pt claimed that the pump felt warm after she changed out the site/set and went to bolus. When she replaced the battery, she claimed that the battery felt hot to touch. The pt denied suffering any injury due to the battery feeling hot. Based on the info provided, this complaint is being reported due to the allegation that the pump and pump battery felt warm/hot to touch. There is no evidence, however, that the alleged issue contributed to a serious injury. The pt did not allege any harm or injury because of the alleged issue.